Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify no delivery alarm/occlusion due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose and the insulin pump had motor error alarm. The customer's blood glucose was up into the 400 mg/dl. The customer stated that the drive support cap was flush. The troubleshooting was performed for the motor error and not mentioned for the no delivery alarms. The customer stated that he was in the hospital due to the flu, unrelated to the insulin pump. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.